Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this electrode was suspected to have developed a sternal infection. The patient underwent a debridement and was intubated and hospitalized post procedure. An attempt was made to obtain additional information, however, at this time, no additional information is available. No additional adverse patient effects were reported. This product remains implanted and in service.